Event description:
It was reported that bd alaris pump module low sorbing infusion set was damaged the following information was received by the initial reporter with the following verbatim: event details: ¿during the chemo infusion of alemtuzumab, rn monitoring the patient at bedside noticed a slow liquid dripping from the bottom of the channel of alemtuzumab. Informed another rn to double check the leak. Alemtuzumab stopped and informed patient, pharm d, apn. Instructed by inpatient pharmacy to return remaining medication. Chemo spill cleaned in accordance with policy.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.